Event description:
It was reported that contamination was noted. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation while flushing, contamination was noted. No patient complications were reported. No further information was able to be obtained. It was further reported that there was no device issue. Prior to the procedure, user handling resulted in the device becoming contaminated.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that contamination was noted. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation while flushing, contamination was noted. No patient complications were reported. No further information was able to be obtained.